Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed set of fdl valves. During functional test flow rate (fr) was 1.8, inlet pressure (ip) was 7.0, circulation pump command (cpc) was 46 percentage. A DHR review is not required as the serial number is unknown. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the biomed stated that the arctic sun device was not getting proper inlet pressure during preventive maintenance check of the fluid delivery line. During functional test flow rate (fr) was 1.8, inlet pressure (ip) was 7.0, circulation pump command (cpc) was 46 percentage. Told to check the shunt tube to make sure that it was not damaged in anyway but that the device showed no issues and if they were using the middle set of valves the pressure was sometime slightly lower than the expected.